Event description:
The customer reported that the cassette was not detected in all positions. Patient information is not available at this time. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
The customer would not provide the patient's information.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: an autotest was performed on the machine at the customer site. It was determined that the photocell was out of alignment. The machine was adjusted and aligned. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history record was reviewed. Nothing was found that was related to this event. Root cause: the cassette position sensor was out of alignment. Corrective action: the device was repaired and returned to service.